Event description:
One year postoperatively, the pt was short of breath, fainted, and was admitted to the hospital. An echocardiogram was performed which revealed an elevated gradient across the valve. The valve was explanted and replaced with a smaller 21 mm sjm regent mechanical valve. Thrombus was observed on all three cusps of the explanted bioprosthesis. It was reported the pt did not have any immune disorders and was not a hypercoagulable state.